Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during a coil embolization procedure, the coil prematurely detached from the delivery wire inadvertently. The customer was using a competitor detachment system for the procedure. There was no clinical consequence reported to the patient due to this event.